Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient developed an infection after implantation of the valve. According to the report, the patient underwent treatment for the infection. The report stated that the patient had recovered and was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.